Manufacturer narrative:
Follow-up #1: date of submission 05/30/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 05/14/2015 with the following findings:on investigation, the alleged button tactile issue was duplicated. The pump powered up to the display with auditory and vibratory features. The keypad cover was undamaged; the ¿ok¿ button was hard to press and only responded intermittently. Removal of the keypad cover found a damaged ¿ok¿ button contact with no contamination under the button contacts. Unrelated to the complaint, the battery compartment was found to have cracked from the case seal upward along the side of the grip pad.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the ¿ok¿ button was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.